Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as the event date occurred during the last week of (B)(6) 2020. The complainant was unable to report the device upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the pancreaticobiliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed during the last week of (B)(6) 2020, though the exact date is unknown. According to the complainant, during the procedure, the rx tunnel of the device detached from the catheter inside the scope. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.